Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep" alarm. No patient details were provided.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked front and rear housing. Functional testing included use testing. The pump was powered up and started double beeping. The downstream occlusion sensor was replaced as well as the front and rear housing. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.